Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). It was reported that revision surgery was planned. X-rays were received for review. Review of x-rays was unable to determine whether or not the lead pin was fully inserted into the generator header. There are no gross discontinuities with the lead; however, the presence of a micro-fracture cannot be ruled out. The patient underwent surgery at which time the lead pin was reinserted into the generator header. It was reported that reinserting the lead pin into the generator header resolved the high impedance. It was reported that the diagnostics during initial implant were within normal limits.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer did not identify any discontinuities.